Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The report of being unable to communicate with the ipg was confirmed based on the ipg logs but was not duplicated during analysis. Analysis of the ipg found it had no physical anomalies and it communicated with all lab utilities. When reviewing the ipg magnet log, there were multiple applications of the magnet, in a short period of time, on (B)(6) 2022 the day of the allegation. Inappropriate application of the magnet can impair the ability to communicate.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.